Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.

Event description:
Caller states blood glucose (b/g) was 170 mg/dl at bedtime and he did a small correction bolus. Caller woke up during the night and b/g was 290 mg/dl and he delivered a correction bolus. At wake up b/g was 350 mg/dl and caller did one last correction bolus. An hour later, b/g was 400 mg/dl. Caller did bolus by injection and removed the pod caller changed pod.